Manufacturer narrative:
Qc is performing within the customer's established control limits. System check data has not been supplied. The customer has enacted a protocol to run all bhcg tests in duplicate and the customer stated that they have observed bhcg fliers in their lab. Service was declined by the customer. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false positive beta human chorionic gonadotropin (bhcg) results above the normal reference range for multiple patients generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory. The samples were repeated on the same unit and lower results within the normal reference range were obtained. Patient results are provided. Impact to the patient or the user is currently unknown.